Manufacturer narrative:
The pump alarmed button error and had no button response due to corroded keypad traces. Analysis was unable to perform the excessive no delivery test due to any button response. The pump had cracked case at display window corner (lower left and lower right corners) and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had keypad anomaly and no delivery alarm. The blood glucose at the time of the incident was 153 mg/dl. The customer states he is not able to clear the button error. The customer sates a button may have been held down for more than 3 minutes. The customer also mentioned having a no delivery two weeks prior to the button error, but was able to resolve with a complete set change. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.